Event description:
A user facility biomedical technician (bmt) reported that an optiflux 180nre dialyzer finished assmbly dialyzer was used for treatment and a dialyzer blood leak occurred the first minute of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted in the dialysate and the blood was not returned. The estimated blood loss (ebl) was 300 ml. The bmt confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The bmt stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 type of investigation, investigation findings, investigation conclusions

Event description:
A user facility biomedical technician (bmt) reported that an optiflux 180nre dialyzer finished assmbly dialyzer was used for treatment and a dialyzer blood leak occurred the first minute of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted in the dialysate and the blood was not returned. The estimated blood loss (ebl) was 300 ml. The bmt confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The bmt stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 120° to 230° with the ports at 0° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that an optiflux 180nre dialyzer finished assmbly dialyzer was used for treatment and a dialyzer blood leak occurred the first minute of the patient¿s hemodialysis (hd) treatment. It was stated the blood leak was visually noted in the dialysate and the blood was not returned. The estimated blood loss (ebl) was 300 ml. The bmt confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The bmt stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, and no other medical intervention required as a result of the reported event. The bmt stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.